Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed a crack on the deaeration chamber. The reported condition was verifies. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that before use of a prismaflex st100 set, the deaeration chamber was damaged. There was no patient involvement. No additional information is available.